Manufacturer narrative:
(B)(4). Results: unapproved use of the device (treating a lesion in the subclavian artery). Conclusion: operational context caused or contributed to event (use of the device during the procedure).

Event description:
The physician was treating a lesion in the subclavian artery. The lesion was pre-dilated. After placing the scuba device at the lesion site the physician reported that the stent could not be deployed. The device had been inspected and flushed prior to use with no issues noted. No resistance encountered when delivering the device to the lesion site. The balloon was purged following positioning of the device at the lesion site. On removal another attempt was made to deploy the stent in vitro but this also failed. Procedure was completed using another device. Device evaluation: the scuba device was received still inserted through the introducer sheath. No other components of the original packaging were received. The stent had moved distally on the balloon and was positioned over the distal markerband. No traces of blood or dried radio opaque solution were detected into the shaft or in the balloon. No other abnormalities were detected on the shaft. The balloon was analyzed using a microscope, and the heat setting marks were clearly recognized close to the marker bands. On the surface of the balloon, crimping marks of the stent were identified. It was possible to deploy the stent with no difficulties encountered.